Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also noted that there was some fluid in the ipg pocket site and the physician did not want to take a chance on infection. The patient was doing well postoperatively and the explanted ipg was not returned per facility policy.